Event description:
It was reported that a malfunction alarm occurred with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and there was no recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if any malfunction code appears again, which the customer acknowledged and understood.